Manufacturer narrative:
Information was not provided. Product lot number was not provided. Without a lot number, manufacturer date and expiration date cannot be determined. Patients having perineal procedures are often placed in the lithotomy position, using stirrups. Positioning, such as prolonged stretching or compression of nerves may also be associated with postoperative numbness and may result in permanent loss of sensation. Sufficient information, such as patient positioning, placement of electrosurgical pad, length of surgery etc. Was not provided to complete a full investigation of reported event. End of report.

Event description:
A urologist in denmark reported a 9160 3m¿ universal electrosurgical pad was applied to a patient's thigh for use of an electric knife (diathermia) during a perineal surgical procedure. The urologist alleged the patient felt reduced sensation exactly where the electrosurgical pad was applied following the procedure. The urologist alleged, the patient continues to have decreased sensation in that specific location, one year following the surgery.